Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic with an infection. Subsequently, the ICD was explanted and replaced with a new device on the right side. No further information was available.